Manufacturer narrative:
One 0.032" guidewire was received for evaluation. The wire was bent, kinked in several areas, and was also in a knot on the "j" tip end. This knotting condition may occur if the wire was being advanced in the vessel hitting a wall and turning around on itself, if the customer keeps pushing; the wire may be able to tie itself into a knot. When the customer tried to remove the wire the knot pulled itself tighter. There is a kink 12.3cm proximal of the "j" tip and the outer coil wire has unraveled over the remaining wire. Further examination and measurements found that there is approximately 18cm of the straight tip end on the guidewire missing, broken off and not returned. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that procedural factors may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the emergency department physician was in the process of inserting a presep catheter in a septic patient. During the procedure, he found that he was not able to remove the guide wire from the catheter. A vascular surgeon was able to remove the wire; upon removal, he found that a knot had formed at the end of the guide wire during the presep insertion. The patient did not experience any complications, as a result of this occurrence. As reported, "there were no issues accessing the vein. Was an easy access like most others. Right subclavian. Wire through needle. The wire kinked when the clinician tried to put the dilator over the wire, then the wire came completely unraveled like a spring, tried to withdraw it and it was too flimsy to pull out, kept springing. The vascular surgeon used the dilator over the wire and pulled, hard. Came out and was in a knot which was probably because it came unraveled and twisted on itself. He replaced a regular triple lumen in the same spot. Held pressure."